Event description:
Event description guidant received information that at 38.2 months post implant, this implantable cardioverter defibrillator (ICD) was unable to be interrogated and would not elicit tones with the application of a magnet.